Manufacturer narrative:
Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unit received with broken belt clip rails, cracked case (battery tube), and cracked case-corner of belt clip rails. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm. (B)(4).

Event description:
The customer's father reported via phone call that the belt clip rail was broken. The customer¿s blood glucose was 325 mg/dl at the time of incident. Customer stated the insulin pump had cosmetic damage. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.